Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 56 mg/dl. Customer's insulin pump killed two batteries in 24 hours. Customer ate and took a glucose tablet. Customer uses the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Customer received an off-no power alert. Customer did not receive a low battery alert prior to the off-no power alert. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer was advised to return the pump with the battery and to zero out the basal rates. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.